Event description:
Procedure type: hemorrhoidectomy. According to the reporter: after completing the purse string suture, the surgeon tried to connect the stapler set with the anvil. He confirms the click sound and then tried to close the stapler. After the 3rd firing, the stapler disconnected and a new stapler with previous anvil was used to complete the procedure. Product was tested prior to use. No reinforcement material used. There was irreversible tissue damage. The procedure took more than two hours and the patient had to stay back for two more days.

Manufacturer narrative:
(B)(4).